Event description:
It was reported to medtronic minimed that the customer reported damage insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and battery case was damaged. No harm requiring medical intervention was reported. Mmt-1886 was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. P-cap locked in place properly during testing. Proceeded with the following testing to assure proper functionality of the unit. After multiple new batteries and battery caps unit remained on blank display. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection it was determined that the ingress of water corroded electronic assemblies not allowing unit to turn on. Unit also received with stained keypad overlay, cracked case (battery tube), battery tube threads - cracked, cracked keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, unit came in with blank display due to corroded electronic assemblies. Customer concern of cosmetic damage was confirmed during visual inspection when cracked case (battery tube) and battery tube threads - cracked were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.